Manufacturer narrative:
Result of investigation: vyaire third party service was able to evaluate the device leak at lower port. As a resolution, solenoid manifold was replaced and performed 10k pm (preventive maintenance). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1000 has leak at lower port on solenoid manifold. As of this time there is no information about patient involvement associated with this reported event.